Event description:
It was reported that stimulation stopped. No further information was provided regarding the event. The neurostimulator and lead were explanted. It was noted that the lead was okay. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39286-65, lot# v448856023, implanted: (B)(6) 2010, explanted: (B)(6) 2011; recharger model 37752, serial# (B)(4); programmer model 37742, serial# (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial# (B)(4) no significant anomalies. According to the trace report obtained from the ins, the last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 1 hour and 52 minutes. The battery charged from 3.805v to 4.015v. The battery discharged to the lock mode on (B)(6) 2011. The battery was never recharged until the physician mode recharge done in the analysis lab on (B)(6) 2011. Initially, there was no telemetry found during testing and no output. The neurostimulator would not sync with the patient programmer. After a physician mode reset, telemetry was found to be okay and the output was good and stable, at all electrodes referenced to one electrode. Visually, the can was dented and scratched. Analysis of lead model 39286-65 serial# (B)(4) showed no significant anomalies. The lead was segmented into three pieces. All segments showed acceptable continuity with no shorts between circuits.

Event description:
Additional information reported indicated the event was contributed to the lead. Post revision of the patient's paddle lead, the patient developed weakness in her legs. Weakness was greater in her left leg than right leg, with clonus. Explantation of the patient's neurostimulator and lead occurred so that the patient could receive an MRI. It was noted that hospitalization was required. If additional information becomes available, a follow-up report will be sent.